Event description:
It was reported that the patient presented with a pocket infection and cellulitis at the pacemaker site. The patient subsequently underwent a pacemaker system explant procedure. The physician explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received. The device was returned. The interrogation showed normal results and visual screen was acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
New information received indicates that the patient presented for a follow-up visit in the clinic with redness, swelling and discharge from the pacemaker pocket. The infection was considered procedure and product related.